Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported having high and low blood glucose (bg) episodes. The patient claimed that for about 4 days, she had bg levels in the "500 mg/dl" range during the day and bg levels as low as "20 mg/dl" at night. With the low bg levels, the patient reportedly developed symptoms of profuse sweating and disorientation. The patient realized after the events occurred that the pump's am/pm setting was reversed. She was unsure how the time of day setting was changed. However, she recalled that the pump had been reverting to a default date/time with battery changes. After the pump's time of day setting was corrected, the patient claimed that the bg excursion issues were resolved. The patient did not report having the need to seek or receive medical intervention because of the alleged date/time issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed high and low bg levels with symptoms that can be associated with a serious injury. However, the patient's injuries can be attributed to possible use-error since the user alleged that the pump switched to default date and time after a battery change. The pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. At this time it is unknown what actions the patient took whenever the pump's date/time reverted to the default factory setting.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/25/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2012 with the following findings: the black box recorded time and date reset. The pump was exercised for 120 hours and the time and date were within specifications. During evaluation, the pump was powered down for one hour and the time and date reset to default settings. The bt1 was found to be corroded. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.